Event description:
It was reported that the patient presented to the clinic for a follow-up visit. During device interrogation, the right atrial (ra) lead was noted to be dislodged and confirmed by chest x-ray. The ra lead explanted and replaced on (B)(6) 2026. The patient was in stable condition.